Manufacturer narrative:
Epi will prematurely terminate the reset. As a result the control and monitor will not recognize the reset and the sys will lock up. This usually results in all 8's being displayed. The fix uses a comparator with hysterysis and small delay to force the reset signal all the way to ground potential where all three processors will recognize the reset.

Event description:
Failed to cycle, turned off then on and would come up and stay in all 888s.